Event description:
It was reported by the rep the device was used during a pnuemonectomy. It was reported the staple line leaked on the pulmonary vessel. Vessel was tied with suture to prevent leakage. There was no consequence to the pt.